Manufacturer narrative:
Visual inspection was performed on the returned device. The reported break was not confirmed; however, the device was returned separated, which is likely what the account perceived as broken. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported break and noted separation appear to be related to operational context. Return device analysis noted that the shaft of the device was separated. In this case, it is likely that the noted separation is what the account reported as broken. It is likely that the shaft was inadvertently kinked/broken during unpackaging of the device, giving the impression of broken and upon further manipulation of the device during packaging to return to abbott vascular for analysis, the shaft ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 2.5x12mm trek rx balloon dilatation catheter (bdc) was noted to be broken out of the packaging. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.